Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was stuck in the lesion. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), it was noticed that the guidewire exit port of the opticross¿ imaging catheter was stuck with the calcification. The physician slowly moved the opticross¿ imaging catheter towards the distal side and was able to remove the catheter. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck in the lesion. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), it was noticed that the guidewire exit port of the opticross imaging catheter was stuck with the calcification. The physician slowly moved the opticross imaging catheter towards the distal side and was able to remove the catheter. The procedure was completed with another of the same opticross imaging catheter. No patient complications were reported and the patient's status is good.